Event description:
It was reported to philips that the device does not pass the operational check.

Manufacturer narrative:
It was reported to philips, that the device does not pass the operational check. There was no patient involvement. The customer worked, with the remote field service engineer. The customer indicates, the high voltage capacitor is causing the failure of the operational check. The customer worked, with the remote field service engineer. The customer indicates, the high voltage capacitor is causing the failure of the operational check. The fse requested, the return of the high voltage capacitor to the workshop for evaluation. The capacitor has never been sent after two months. If additional information is later obtained, the complaint will be reopened.